Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the patient's ventricular tachycardia (vt)/ventricular fibrillation (vf). The device began to charge but no shock was delivered as the arrhythmia spontaneously resolved. The patient will be called into the clinic for troubleshooting.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the patient's ventricular tachycardia (vt)/ventricular fibrillation (vf). The device began to charge but no shock was delivered as the arrhythmia spontaneously resolved. The patient will be called into the clinic for troubleshooting. New information received indicates that the sensing vector was reprogrammed from primary to alternate. The physician repeated defibrillation threshold (dft) testing to insure sensing capabilities in the vector configuration.